Manufacturer narrative:
The analysis was performed on a cobas e 601 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of the patient sample for further analysis. A review of control, calibration, and quality control data confirmed that all results were within expected ranges, and no issues were identified with the analyzer or assay performance. A definitive cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a discrepant reactive result for the anti-hcv g2 elecsys cobas e 100 assay when tested on the cobas 6000 e601 module. The sample generated results of 1.26 coi (reactive) and 1.28 coi (reactive).